Manufacturer narrative:
Review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that was used during implantation of stryker knee implant. Catalogue number unknown at this time. Device description reported as an unknown left stryker knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011, the patient underwent left total knee replacement surgery in which the shapematch cutting guides were utilized and subsequently resulted in a failed knee replacement surgery.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011, the patient underwent left total knee replacement surgery in which the shapematch cutting guides were utilized and subsequently resulted in a failed knee replacement surgery.

Manufacturer narrative:
An event regarding revision involving a unknown reconstructive product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.